Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was evaluated by the manufacturer's service center. There were no ventilator inoperative alarm conditions noted. The issue was found to be a new patient set up issue. When creating a new patient, the incorrect patient circuit type was entered and shows ventilator not operational on the display screen. Additionally, the fio2 setting was set to 40% and is required to be set to 21% when entering a new patient. Customer training was provided. No malfunction of the device was noted. The device's oxygen blending module will be replaced preventatively.